Manufacturer narrative:
(B)(6). : device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the reduction and fixation of a left pilon fracture, a 2.0 mm drill bit broke off into the patient's bone. X-rays confirmed that a piece of drill bit remained in the bone. It was reported that the surgery was successfully completed with no surgical delay or patient harm. This is report 1 of 1 for (B)(4).